Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator a persistent o2 (oxygen) pressure low alarm. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
H10: vyare medical was not able to verify the reported issue. The suspect device was returned for evaluation. Vyaire received ltv unit p/n 18888-201-99, s/n (B)(6). A visual inspection was performed and found unit missing bottom boot cover. No damages, signs of misuse or contamination were noted. A 50psi oxygen source and ac power was connected to unit and powered on. Customer settings were resumed, and unit was allowed to ventilate while observing for anomalies. Fio2 was set to 100%, an external o2 analyzer was connected at patient/gas outlet. O2 delivery was found to be delivering within specification at 95.5%. O2 unlet pressure was measured via rt xdcr data menu. With o2 line disconnected and open to ambient, o2 psi on ltv measured -0.04psi (spec 0 ±0.5psig). With 50psi applied to inlet port, ltv unit displayed 50.01psi (spec 50psi ±2psig). An event trace was performed and found several o2 low alarms. Per ltv operator¿s manual 32341-001, the o2 inlet pressure low alarm is set to activate at less than 35 psig. All triggered events occurred as expected when psi was below the 35psi threshold. System power was cycled into user mode and allowed to cycle on customer settings overnight in attempt to duplicate failure, no abnormal events were noted. O2 supply pressure was lowered and verified alarm triggers at the correct psi. The reported complaint was unable to be duplicated. A review of event trace confirmed low o2 alarms occurring, however ltv vent was found to be performing as expected. Alarms were triggered due to supplied o2 source being below the 35psi threshold. 50psi was applied to unit during testing, no abnormal events were noted during evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H11: correction. D4: model#, g4: PMA/510k. The supplemental report has corrected the model# to 18888-201 and PMA/510k to k083688.